Event description:
Per the operating room staff, during robotic surgery, a disposable fan retractor's handle broke off before it came in contact with the pt. The team used another disposable fan retractor, but that handle fell off too before it was used on the pt. Both products had the same lot number. A 3rd disposable fan retractor was used, and this one worked; however, it had a different lot to the first two that broke. Diagnosis or reason for use: used during robotic surgery.